Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 500 mg/dl. Customer experienced vomiting, fatigue, dry mouth, abdominal pain and treated their high blood glucose via insulin pen and manual injections. Customer had symptoms which may have been the onset of diabetic ketoacidosis and they were hospitalized. Customer had small air bubbles inside their tubing. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was overseas and unable to perform the high pressure test at this time. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.